Manufacturer narrative:
(B)(4). Describe event or problem - correction - remove:"data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined."

Event description:
A connection loss was reported to have occurred on (B)(6)2017 for transmitter ID 40x1up. Data investigation for transmitter ID 40x1up did not confirm and error. Further data investigation for this patient showed a confirmed loss of connection for the date in question (B)(6)2017 on transmitter ID 40y6x8. Share support tool shows that the patient\user stopped using tx unit 40x1up on (B)(6)2017 and he\she started using a different tx unit 40y6x8 on (B)(6)2017. The root cause could not be determined post investigation. The complaint transmitter ID 40x1up device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. The log was downloaded and evaluated with errors observed. The reported even for loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test andpassed.performed pairing test with (B)(4). Bluetooth device: passed. Tested on transmitter functional tester: passed relevant testing. Performed share log review and unit showed errors in the log. Ffa lab product and data investigation could not confirm the loss of connection for tx unit (B)(6). Within the investigation window. Share support tool shows that the patient\user stopped using tx unit (B)(6). On (B)(6). 2017 and he\she started using a different tx unit (B)(6). On (B)(6). 2017. The customer complaint cannot be confirmed with transmitter's hardware test results. The reported event of loss of connection was not confirmed.a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/20/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.